Event description:
Catheter was placed in right subclavian vein on 5/29/96. Used for chemo therapy. On 10/29/96 catheter broke off under skin and distal portion (11 cm) embolized in the (r) pulmonary artery. Took 2 physicians and 102.4 mins of fluroscopy time to remove catheter. No adverse outcome for pt. Was discharged after removal and recovery from groin puncture.